Manufacturer narrative:
This incident has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
It was reported after cleaning the device would not turn on and was not cutting properly. No harm or delay were reported as it relates to this event. No adverse events were reported as it relates to this event.

Manufacturer narrative:
This event has been recorded under (B)(4). Updates performed on b4, b5, d4,d9, g3, g6, h2, h3, h4, h6, h10, g2. Review of the most recent repair record determined the handpiece was confirmed to not work. The cable had contact issues, the switch was damaged, and there were signs of possible corrosion on the motor. The plug harness assembly, motor, and switch were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.